Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device was not working properly. There was no patient impact.

Manufacturer narrative:
This report is the same event as regulatory report # 1045254-2020-00018. Product ID: 8253200, serial/lot #: (B)(4)/206602175, UDI#: (B)(4). Analysis of the mainframe found that during start up no signal from soundboard pcb. Software needs an update. Audio pcb has been replaced. Touchscreen calibration has been performed. Software upgrade has been performed. The device has been successfully tested according to manufacturing specifications. The interface analysis found assembly clips and wave washers were worn out. The device has been repaired and successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.